Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left circumflex (lcx) artery. A 2.50x20mm promus element¿ plus stent was being advanced to the lesion but was unable to cross. When they removed the device from the patient they noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left circumflex (lcx) artery. A 2.50x20mm promus element plus stent was being advanced to the lesion but was unable to cross. When they removed the device from the patient they noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual examination of the returned device found that the crimped stent was damaged. There was a dog boning effect with the most distal and proximal strut rows flared outwards. Some struts on the most proximal row were completely bent outwards. An examination of the inflation lumen identified inflation present inside the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).